Event description:
It was reported that the patient arrived at the doctor's office with slight pain in the center of the chest and the patient could feel the pacing from the lead. An interrogation showed that the right ventricular (rv) lead had risen threshold. An x-ray indicated that the lead migrated. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.